Event description:
It was reported that device fracture occurred. The 70% stenosed target lesion was located in the severely tortuous and mildly calcified superficial femoral artery. The opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. When the device was advanced over the aortic bifurcation, the device snapped at the wire exit port but did not completely detach. The device was removed normally and the procedure completed with another of the same device. No patient complications were reported.